Event description:
It was reported that replacement of the implantable cardioverter defibrillator (ICD) was performed and upon connecting this lead to the new device, it exhibited abnormal impedance and sensing measurements. The lead was then evaluated and it was found fractured. As a result, this lead was surgically abandoned and a new lead was implanted as replacement. No additional adverse patient effects were reported.